Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported pain at the implant site and the implant was exposed through the skin. Explantation was performed.

Manufacturer narrative:
Based on the limited information received the device was explanted for device unrelated medical reasons, namely an infection at the implant site with pain which might have led to the reported extrusion. Also bio-film was initially reported however further information was not received, despite multiple requests. A device contribution to the reported problem seems unlikely as a review of the devices sterilization records confirms that proper sterilization was applied at the time of manufacturing. No available information points to the device being the source of infection. Reportedly the device was explanted but has not been received for investigation purposes.

Event description:
The user reported pain at the implant site and the implant was exposed through the skin. An infection and bio-film formation around the electrode was reported. The user was explanted on the (B)(6) 2018, and was reimplanted on the (B)(6) 2018. The user is reported to have no recurring infection. Despite several requests, no further information regarding the bio-film formation nor the device has been received.

Event description:
The recipient reported pain at the implant site and the implant was exposed through the skin. An infection and bio-film formation around the electrode was reported. The recipient was explanted on the (B)(6) 2018, and was reimplanted on the (B)(6) 2018. The recipient is reported to have no recurring infection.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely an infection. Bio-film was initially reported however further information was not received, despite multiple requests. A review of the device's sterilization records confirms that proper sterilization was applied at the time of manufacturing. No available information points to the implant being the source of infection. During investigation the device operates within specification. This is a final report.